Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that patient factors (e.g. Bicuspid aortic valve with severe leaflet calcification) caused the s3 valve to land in a too ventricular, canted position with subsequent paravalvular leak (pvl). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment the 20mm sapien 3 valve landed in a canted position, too low in the ventricle and a 2nd s3 valve was implanted. The native aortic valve was bicuspid. The patient has severe septal hypertrophy; the left ventricular (lv) inner cavity was narrow, to a point that the septum and the posterior wall would touch during systole. It was difficult to insert the guidewire into the lv but they could finally achieve with forceful pushing. The blood pressure (bp) then decreased and the patient developed a cardiac tamponade. The tamponade was resolved by pericardial incision and aspiration, a median sternotomy was performed to identify the bleeding source due to continuous hemorrhage. No obvious perforation was identified but there was an oozing near the diagonal branch. Percutaneous pulmonary support (pcps) was initiated and hemostats were applied to the oozing area. The native aortic valve calcification was severe, that it was planned to inflate the s3 valve with 1 ml less of contrast than nominal volume. Post-deployment evaluation showed more than moderate paravalvular leak (pvl) and a post-dilation was done with nominal volume. An angiography under pcps showed the s3 valve had deployed canted and too ventricular, 10:90 aortic/ventricular (a/v) at the non-coronary cusp (ncc) and 30:70 a/v at left coronary cusp (lcc). Severe aortic regurgitation (ar) was observed with the wire inserted. To prevent embolization, it was decided to perform a valve-in-valve procedure. The 2nd s3 valve also landed in a canted position, at 30:70 a/v at the ncc and 60:40 a/v at the lcc. The patient weaned off the pcps and the moderate pvl remained seen. The bp post weaning off the pcps was 50¿s mmhg and unresponsive to vasopressor. The patient was connected to the pcps again and left the operating room, confirming hemostasis in the chest and myocardium. The echo doctor mentioned that the regurgitation would be caused by the valve being deployed too low. The cardiologist stated that the oozing point was consistent with the area which was thought to be perforated with the straight wire inserted at first. The operating physician noted that he could not find the obvious source of the bleeding, and thought that it was due to crushing the myocardial inner wall.